Event description:
The following has been reported: during the use of k-zero, some relevant non-conformities were identified. We have been informed by several users that this device tends to accumulate blood inside and cannot be removed by syringe washing. This represents an increased risk of infection, which is a serious occurrence.